Event description:
Complainant alleged that the clinicians were attempting to monitor pt using ECG electrodes with the device, but the device displayed a "lead off" message and failed to display the pt's ECG rhythm. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.